Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation. The right ventricular (rv) lead dislodged and exhibited high thresholds, undersensing, low impedance, and no capture. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.